Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed and displayed an error on the screen when login into the pyxis. A field service engineer (fse) updated the biometric identifier drivers to the latest version and guided the customer to how to activate or set the outdate option. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower biometric identifier required maintenance, and an error appeared on the screen when logging in to the machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.